Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2014 with the following findings: the black box recorded several rewinds in a raw. Able to move the piston fully from top to bottom and top again. Unable to reproduce any rewind issue during investigation. Inspected motor assembly and lead screw and no defects found. The battery compartment was cracked from case seal to grip. No moisture or corrosion in pump. The battery and cartridge cap not returned.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the motor piston would not retract. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.